Event description:
It was reported that the patient presented in clinic for follow up with the right ventricular (rv) lead was exhibiting loss of capture and low pacing impedance. The lead was explanted and replaced. The patient was stable.